Manufacturer narrative:
The device trained customer reported the suspect ventilator will be re-worked with a replacement gas delivery engine (gde). However, the customer has not made the device or gde available for a manufacture analysis. At this time, vyaire medical has not received the suspect ventilator or gde for evaluation.

Event description:
The customer reported a ventilator inoperative condition while in use on this ventilator. The patient was switched to another ventilator and no patient harm or injury reported. The hospital biomed reported an inspiratory flow sensor (ifs) and pneumatic module fail to cycle (ftc) error's in the error log of the ventilator.

Manufacturer narrative:
The vyaire service group received the suspected device. A physical inspection found a strained wire harness within the compressor assembly within the pneumatic module of the device. At this time, the reported event was not duplicated therefore a definitive root cause could not be determined. However, preventatively suspect components were replaced by the service group. The vyaire failure analysis lab (fa) evaluated the service groups findings and concurred with the service group assessment.